Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. Customer reported a low battery alert did not occur prior to the off no power. Customer also reported the insulin pump was resetting itself and alarming. The customer's blood glucose was 700 mg/dl at the time of incident. Customer did not treat for their high blood glucose at the time of the call. The customer stated the insulin pump was not dropped or bumped previously. Customer reported this was the second occurrence of the off no power without a low battery alert. Customer declined to return the insulin pump for analysis.